Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3660, scs ipg; therapy date: unknown, medical product: model 3186, scs lead; therapy date: unknown.

Event description:
Related manufacturer report numbers: 3006705815-2019-01613 and 3006705815-2019-01615. It was reported that patient underwent surgical intervention wherein the scs system was explanted to try alternate pain management.